Event description:
It was reported to nova biomedical by the consumer's son, that the consumer experienced a hypoglycemic event requiring medical intervention. The caller reported the consumer received a result in the 200's mg/dl and the emts performed a blood glucose test on their unk glucose meter getting a result of 44 mg/dl. The consumer was transported to the hospital. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use of their initial test strips as instructed in our directions for use. It was also revealed that the consumer transfers test strips from one vial to another and was using expired test strips, which may contribute to the loss of integrity of the test strips. The meter and the test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.